Event description:
It was reported that during a procedure, the fiber snapped in half while they were lasering. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure, the fiber snapped in half while they were lasering. The procedure was completed with another fiber without patient complications.